Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed (malfunction: 120, wake button:180, 26). In addition, different issues was also found. Issues identified: 114, 170, 23.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was no longer working on the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 209 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.